Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Subsequently, the fill estimate was inaccurate after delivering 10 units of insulin, and the insulin gauge displayed 125 units. Reportedly, the cartridge was not cracked or damaged. Review of the pump data logs showed that the insulin gauge decreased from 350 units to 180 units within a short amount of time. The customer confirmed that the cartridge would continue to be used for continued insulin therapy. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 issue was verified in the pump logs; however, no failure was identified. In addition, based on the analysis, no failure was identified for the fill estimate issue.